Manufacturer narrative:
The customer support engineer (cse) ran extended self-testing (est) prior to software update. The ventilator passed calibrations, short self-tests (sst), extended self-testing (est), and electrical safety. Covidien ref: (B)(4).

Event description:
A report from (B)(6) was received stating that during software installation the device had a ventilator inoperative condition. There was no pt involvement.